Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when the proglide was opened and taken on to the table it was noted that the suture was exposed. There was no patient involvement. The returned device found, the link was trapped under the foot and the foot was partially open with a closed lever. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was exposed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.